Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer insulin pump had critical pump error. The customer¿s blood glucose level was 50-58 mg/dl. The customer was treated with food. Customer reported that they had received a critical pump error image on the pump screen. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and recommended customer refer to back up plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with critical pump error due to software error. However, the critical pump error alarm was able to be bypassed. After bypassing the critical pump error. Unit received with operating currents within specification. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit received with multiple pump error 4 alarms in history file due to software error. Unit was unable to connect with the glucose sensor simulator, problem isolated to the printed circuit board. Unit received with pillowing keypad overlay and minor scratches on lcd window.